Event description:
Received notice from FDA regarding an incident. No user facility info was included with the notice. Event description is as follows: event description: (B)(4) pt underwent ir procedure urgently on (B)(6) 2010 for placement of bilateral nephrostomy drain. Post procedure time to increase drainage, staff used item # mx491 medex luer lock plug to connect the drain to drainage bag. This resulted in an ICU admission for sepsis since the tube was capped and not draining. The mx491 mimicks a connector and fits snugly to both the drainage bag and nephrostomy tube. The concern is a "look alike" of an open ended connector.

Manufacturer narrative:
A voluntary report was received via the u.s. Mail. (B)(4). We are forwarding it to you for review since you might be unaware of this event. The report contains all the info presently available. This info is being entered into the complaint system for tracking and reporting purposes. This complaint does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.